Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was associated with a system infection. Previously, purulent flow was noted near the implant site but no intervention was performed as the patient was checked and found to be fine. At this time, no intervention has been performed and the device remains implanted and in service. No additional adverse patient effects were reported.